Event description:
It was reported that the ventilator was making a strange sound, shutting off with alarms and coming right back on while connected to the patient. The ventilator was changed out by the respiratory therapist. No patient harm reported.

Manufacturer narrative:
Na